Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device product code: 04.038.000s lot number:786p743 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 16-may-2022 manufacturing site: jabil bettlach expiry date: 01-may-2032 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an orif surgery with tfna implants and cement for the femoral trochanteric area. After the surgery bone union of the femoral trochanteric fracture was achieved, but femur head necrosis occurred, and the fixation collapsed. A revision surgery via tha has been scheduled for (B)(6) 2024 at another hospital. This report is for one (1) ti end cap for tfna 0mm extn - sterile. This is report 4 of 5 for complaint (B)(4).